Event description:
It was reported that the insulin pump would not turn on. Nothing further was reported.

Manufacturer narrative:
The display was blank because the battery tube connector was not closed properly.